Event description:
The customer was hospitalized for high glucose level and dka. Troubleshooting was performed. The programming and bolus history were accurate. In addition, a lead screw test was performed and passed. However, the high pressure test did not pass. Suggested to customer taking manual injections as per md protocol. Instructed customer to discontinue the pump use.